Manufacturer narrative:
Because of the size of the patient, carotid access was used to reach the lesion location. Arduous vasculature, medication and access location contributed to difficulties encountered during the procedure.

Event description:
Initial placement of the first minima stent was deployed distal from the intended deployment location preventing the coarctation from being treated. An attempt to telescope a second stent within the first stent was intended to simultaneously treat the coarctation and secure the first stent in place; however, the second stent was also placed distal to the intended location, resulting in neither stent treating the coarctation. A third stent was used to successfully treat the coarctation without incident. After completion of the procedure, the telescoped stents were observed to migrate distally as a result of not being secured within a stenotic lesion. The day after the procedure, x-rays confirmed the telescoped stents fixated in a smaller diameter vessel. Following the implant procedure, an unrelated transcatheter procedure was performed. During which, the telescoped stents were re-dilated as a precautionary measure. Device was not returned for evaluation.